Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. It was noted that the right ventricular (rv) lead had undersensing of ventricular fibrillation (vf) causing no therapy to be delivered.